Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator powered on automatically. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
A follow up with the key market was performed, and it was reported that the device had not been repaired by philips, and it could not be confirmed if the device was returned to service. As result, insufficient information is available to determine the resolution of the event. No parts were returned for failure investigation.